Event description:
It was reported that this brady lead exhibited elevated pacing threshold measurement. In addition, a lead that was broke off had remained in the body and abandoned. This brady lead was explanted, replaced with same model, and part of the lead was returned for analysis. No additional adverse patient effects were reported.